Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there is evidence of noise/over sensing. The patient has reported feeling dizzy and the some of the dates of the ventricular high rate episodes correspond to the dizziness. Device is still in use. No further patient complications have been reported as a result of this event.